Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a (B)(6) product. It was reported by the caller, clinical account specialist that they treated the cti flutter on the right side with a (35mm) farawave¿ pfa catheter, and after 6 ablations on the cti, the flutter terminated. The caller stated they attempted to pace to check for cti block, and when they came off pacing the patient went into junctional rhythm and was bradycardia. They attempted to pace again, all the catheters were removed from the body except the cs. The patient was monitored for 30 minutes, then waken up attempted to get transient conduction, and patient was mostly in junctional rhythm with occasional normal sinus beats. The caller noted the anesthesia administered unknown medications for rhythm, and the physician was prepping for a temporary pace maker but it is unknown if it was implanted due to patient condition. The caller noted the patient was moved to recovery and was stable. The caller noted while the patient was in recovery they were told the patient also had an effusion found after the case, but unknown how it was discovered, confirmed or treated. The caller noted no additional information was provided. Procedures: afib and flutter r. The caller noted that the boston farapulse¿ system was in use. The petal xml file software was used. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).